Event description:
A customer reported an expected positive weak d result when testing a cord blood sample on the echo with anti-d (monoclonal blend) series 4 is lot 504812 and anti-d (monoclonal blend) series 5 lot 505621. The sample typed o neg, weak d positive (1+). Dat testing was negative on the echo. Weak d testing resulted negative by manual tube method using the same reagents.

Manufacturer narrative:
Retrieved files via blud direct. Camera report acceptable, no errors at times of testing. The positive weak d test is caused by a flare of red cells coming from the button at approximately 2 o'clock position resulting in a reaction score of 16. Repeat testing on the echo resulted in a negative weak d. Repeat testing on the echo resolved the issue. Unable to rule out sample as cause of the positive reaction (unexpected).